Manufacturer narrative:
H4: the lot was manufactured from september 25, 2020 - september 26, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. Silicone oil is used during the manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion. Occasionally, silicone oil can drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. Therefore, the reported condition was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date, "recently". A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusor had liquid on the outside of the device (on the outer wall of the casing). The devices were filled with 5-fluorouracil. This was discovered prior to patient use. There was no patient involvement. No additional information is available.